Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittently, that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, multiple supply changes were completed to resolve the issue and customer resumed insulin delivery. Customer¿s blood glucose level ranged from 80-130 mg/dl.